Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer continued to use the existing cartridge. Additionally, it was report the customer experienced a low blood glucose (bg) level of 40 mg/dl. Customer drank juice to address bg. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.